Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm and no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarm. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.